Manufacturer narrative:
This report is being supplemented to provide additional information based on customer provided cleaning process, and the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: it is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is also unknown if there was any delay in the start of the precleaning, or any abnormalities in the accessories used for reprocessing. Lastly, it is unknown if the customer flushed the air/water nozzle with water and air, wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges, flushed the air/water nozzle channel with the detergent solution, or immersed in detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the nozzle could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that there was an air bubble in the tip of the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation revealing several issues besides the foreign material in the nozzle. Notably, external factors causing holes in the curved rubbers, led to a loss of watertightness. Wear of the angle wire resulted in inadequate bending angles in the up direction and abnormal play in the up/down knob. Additionally, external factors caused deformation of the curved pipe. Furthermore, scratches attributed to external factors were identified on various components, including the insertion tube, curved rubber, tip cover, objective lens, control panel, switch box, suction cylinder, control unit cover, up/down knob, ud angle fixing lever, right/left knob, grip, forceps stopper, rl angle fixing knob, control side of the universal cord, scope connector side of the universal cord, scope connector, and scope connector cover. Corrosion of the electrical connector contacts, due to handling, was observed. Incorrect insertion of the treatment instrument into the forceps channel, missing curved rubber adhesive, potential water drainage function deterioration from clogging of the air/water supply nozzle, missing objective lens, visible shadows in the image, discolored control panel, wrinkles in the universal cord, and paint peeling on the air, water, and suction cylinders were also noted. There are several uncertainties concerning the device's maintenance such as whether the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. It is also unknown what the foreign material was, if there was a delay in precleaning, flushing of the air/water nozzle, abnormalities in the reprocessing accessories, immersion of the endoscope in detergent solution, and proper cleaning of the air/water nozzle . The investigation is currently ongoing, with follow-up being conducted at the user facility. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.